Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was switched to the backup system controller (serial number (B)(6)) after an emergency backup battery (ebb) fault alarm. Log files for the primary system controller (serial number (B)(6)) were reviewed and there were no unusual events recorded in the event log file history. The controller exchange resolved the ebb faults, and the patient was asymptomatic at the time of the exchange.

Manufacturer narrative:
Section d4: device serial number, lot number, and primary UDI corrected. Sections d4 and h4: device expiration and manufacture dates corrected. Section d9: the backup battey returned for evaluation. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed. The returned heartmate 11v backup battery, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. The provided information indicated the cause of the backup battery fault alarms was not known, the exchange of controller, serial number (B)(6) , to controller, serial number (B)(6), resolved the alarms, and the patient did not experience any symptoms at the time of the exchange. The backup battery in controller, serial number (B)(6), was then exchanged. No log files from controller, serial number (B)(6), were available for review. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the heartmate 11v backup battery, serial number (B)(6) . The battery was inspected and accepted into storage on 14oct2024. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.